Manufacturer narrative:
The recipient's device was explanted. The surgeon noted that during the removal of the implant, he possibly made some cut marks to the silicone over the implant due to the amount of scar tissue around the implant. The recipient was reimplanted with another advanced bionics cochlear device. The recipient's newly implanted device was activated.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing overly loud sounds with device use. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed all of the mechanical tests performed. The failure of this device is attributed to a short at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground ring case node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.